Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned-reported defect not reproduced. No defect found most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products did not resolve the initial concern. Internal report reference number: (B)(4).

Event description:
Consumer reported complaint for unknown error message and high blood glucose test results. The customer is concerned with test results from results obtained of 189, 204, 218, 208 and 240mg/dl. The customer¿s expected fasting blood glucose test result range is 73-124mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood tests performed by the customer fasting produced test results of 189mg/dl and 183mg/dl using true metrix meter; customer was not satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/23/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: (B)(6).